Event description:
Adverse event: "delay in the completion of the case". Product problem: "device froze" (no display or display failure). A materials manager reported that the device froze, causing a delay in the completion of the case. No pt harm was reported.

Manufacturer narrative:
The company service rep examined the sys and could not duplicate the problem reported. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. A root cause for the reported sys freezing symptom is unk and cannot be determined because no sample was rec'd for eval and steps could not be taken to replicate the reported issue. Based upon a review of the event log, there was nothing unusual noted related to a frozen touch screen. (B) (4). (B) (4). (B) (4). (B) (4).